Event description:
It was reported the lead adaptor separated from the left ventricular (lv) lead fragment after attempting to salvage remanant of the lv lead. An attempt was made to implant a new lv lead, but it was not possible to securely position it due to patient's anatomy. The physician was ultimately able to repair the existing lead and used a new lead adaptor. No patient complications have been reported as a result of this event.

Event description:
It was reported the lead adaptor separated from the left ventricular (lv) lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2002; 5076 implantable pacing lead (B)(6) 2002; 4543 competitor implantable pacing lead (B)(6) 2007; n119 competitor implantable cardioverter defibrillator (ICD) (B)(6) 2010.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. The segment measured 38.5 cm. The distal conductor of the lead developed a fracture due to flexing while in vivo. There was blood on the distal conductor of the lead and it was not obstructed. The outer insulation of the lead was cosmetically impacted at the first rib/clavicle site while in vivo. Also, the outer insulation of the lead developed a cosmeticdepression while in vivo. Visual inspection of the lead found the distal conductor ends fractured in-vivo/flexed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.